Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a hypoglycemia episode during a long flight previously. The customer thought this may have been caused by the insulin pump and air bubbles formed in the reservoir. The customer was upset of the fluctuations on the blood glucose while traveling. A follow up call was made and the customer informed being in the emergency room with low blood glucose. No further information was provided.